Manufacturer narrative:
Product evaluation: failure analysis for fiber 0010-2400-532b-(B)(4): the glass cap shows a circumferential fracture on the distal side of fiber/cap fusion zone of the bevel edge; the glass/metal cap are detached and not returned; the fiber proximal to fracture can rotate independently of outer flow tubing and exhibits mild detritus adhesion on surface; the outer flow tubing exhibits severe contamination, likely biologic. Based on device analysis, the potential for forward firing may exist. Probable root cause: based on the device analysis, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.

Event description:
It was reported that during a prostate procedure, at 22,141 joules of use; 5:18 minutes, the fiber tip fell off inside the patient and was retrieved with a grasper. The laser went to stand by with excessive fiber use "x3.. "Good flow to fiber and patient" was observed. The procedure was completed using a second fiber. The fiber tip (cap) was not cleaned during the procedure. It was reported that "the patient was unharmed."